Event description:
It was reported to ge that the monitor fell from the overhead suspension as the tech was positioning the monitors. The monitor brushed the tech's shoulder resulting in a minor bruise. The 4 screws that hold the base of the monitor onto the overhead suspension backed out. These screws are stationary screws. The field engineer has reinstalled the fasteners.